Event description:
It was reported that a diagnostic anomaly was noted on the implantable cardioverter defibrillator (ICD). No intervention was performed. The patient will continue to be monitored. No patient symptoms were reported.